Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the straw for the diluent bottle cap was not tight on the barbed fitting of the cap causing air to leak into the fluid line. The cse corrected the issue. The cause of the discordant, falsely elevated sodium and potassium results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension xpand plus with hm instrument. Additionally, a discordant, falsely elevated potassium (k) result was obtained on one of two patient samples. The discordant results were not reported to the physician(s). The sample for patient 1 was repeated twice, while the sample for patient 2 was repeated once on the same instrument, resulting as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and potassium results.